Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 45 mg/dl, which was treated with food. The most recent blood glucose reading was 76 mg/dl. She was assisted with changing her device sensitivity settings. She complained of fatigue and sleepiness. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.